Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. (B)(6). (B)(4). Device evaluation the femtosecond laser machine was examined and tested at the customer location by an jjsv field service specialist (fss). The fss checked gel at surgery settings. 80 percent melt. Easy lift. The fss performed a field service checklist. The system was verified for all modes of operations. The system met jjsv specifications. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient experienced a tear on the patient¿s right operative eye on treatment date (B)(6) 2020. A description of the event is the surgeon noted a small tear on the flap close to the flap hinge after he lifted the flap. In addition, a small opaque bubble layer observed as well. The patient was treated successfully on both eyes. At a routine post-op exam, eye drops and bandage contact lens (bcl) were prescribed. At a one day post op exam, both flaps were clear and had good flap edges. Ucva at one day post op. Re 6/6 le 6/7.5. Ucva at one week post op. Ucva re 6/5 le 6/5.